Event description:
It was reported that the compressor was making noise once air was connected. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was claimed that compressor making a noise. There was no patient involvement reported. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, unit was making noise once air was connected and low pressure alarm occurred. Discovered a tear on the small hose on the standby valve. The issue was resolved by adjusting hose. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).